Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2010. Pt underwent revision surgery on (B)(6), 2010, due to loose femoral implants. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of eval, a follow-up report will be sent to the FDA. This report filed (B)(6), 2010.